Event description:
It was reported that a patient using the ilet bionic pancreas with a dexcom g7 experienced prolonged hyperglycemia, with cgm reading ¿high¿ and glucometer values of 582 and 572 mg/dl after the patient ran out of insulin and left the cartridge empty for over 7 hours, followed by a leaking infusion site after a supply change. Symptoms included hyperglycemia and elevated ketones consistent with diabetic ketoacidosis indicators. Outcomes included a minor illness/impairment. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure and a failure to follow instructions; no specific device component term was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. Thank you for your attention to this summary.